Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead delivered unsuccessful anti-tachycardia pacing (atp) for which an appropriate shock was delivered to successfully convert the rhythm. In addition, it was reported a procedure was performed to replace the lead since it was placed on the coronary sinus. Multiple attempts were made to clarify if the lead placement was appropriate at implant or if its location was related to a possible dislodgment; however, no information was provided regarding lead placement or product availability for return. Other than the intervention no additional adverse patient effects were reported. This report will be updated if further information is provided.